Manufacturer narrative:
H6: medical device problem code 1494 - incorrect anatomy. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the procedure was performed to treat a heavily calcified lesion in the anterior tibial artery. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU), states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.25x38mm xience sierra stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the anterior tibial artery. Following rotational atherectomy, a 2.5x38mm xience sierra stent and a 2.25x38mm xience sierra stent were successfully deployed. After deployment of the 2.25x38mm stent, a small mid anterior tibial artery perforation was noted. A 2.8x19mm graftmaster rx covered stent was deployed to treat the perforation, but a small amount of run off was noted around the stent so a 2.8x16mm graftmaster rx covered stent was deployed back to back to successfully seal the perforation. Complete hemostasis was achieved and there was a 0% residual stenosis post intervention. There was no clinically significant delay in the procedure. No additional information was provided.